Event description:
It was reported that the patient was injected with 10 times the amount of medication than what she was supposed to have. This happened a year prior to the report. The patient vomited thousands of times and could barely stay awake. The patient ended up at the emergency room (ER). It was unknown what drug the pump was infusing but the therapy was for a pain pump. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8784, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8782, serial# (B)(6), implanted: 2013 (B)(6); product type catheter. (B)(4).